Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a brown discoloration inside insulin pump where the logo and near battery compartment. Customer's blood glucose was 419 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No brown discoloration inside the pump was noted. However, the pump had a stained end cap sticker, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. No broken belt clip slot was noted.